Event description:
On 5/28/2019 received an email from the sales rep describing an alleged incident resulting in a patient death. On 5/30/2019 received an email from the facility stating details of the incident including they did not know the sn of the chair involved in the incident. Patient having treatment and eating his lunch. Impression for foreign body, food led to acute hypoxia and arrhythmia. The patient was transferred to the ICU where he never recovered and family elected to have life support removed. Patient passed away on (B)(6) 2019. On 5/30/2019 phone call with nurse who interviewed the staff about the incident. Additional details included: staff attempted to do the heimlich maneuver on the patient while in the chair. Suction on the crash cart did not provide enough suction, so they used the wall suction. The code team had some confusion and the patient subsequently lost consciousness and was intubated. The patient was transferred to ICU and died 9 days later, after life support was removed per the family's request. On 5/30/2019 follow up email noted that two staff members reported that there were so many bystanders the patient was picked up and placed on a stretcher for transport. The chair involved in the incident never left the treatment area.

Manufacturer narrative:
Per email from (B)(6), after FDA did its investigation on the subject line report, champion was requested to change this from a 5-day reportable event to a 30 -day submission.

Event description:
(B)(6) 2019 received an email from the sales rep describing an alleged incident resulting in a patient death. (B)(6) 2019 received an email from the facility stating details of the incident including they did not know the sn of the chair involved in the incident. Patient having treatment and eating his lunch. Impression for foreign body, food led to acute hypoxia and arrhthmia. The patient was transferred to the ICU where he never recoved and family elected to have life support removed. Patient passed away on (B)(6) 2019. 5/30/19 phone call with nurse who interviewed the staff about the incident. Additional details included: staff attempted to do the heimlich maneuver on the patient while in the chair. Suction on the crash cart did not provide enough suction, so they used the wall suction. The code team had some confusion and the patient subsequently lost conscousness and was intubated. The patient was transferred to ICU and died 9 days later, after life support was removed per the family's request. (B)(6) 2019 follow up email noted that two staff members reported that there were so many bystanders the patient was picked up and placed on a stretcher for transport. The chair involved in the incident never left the treatment area.